Event description:
Upon further review, it was reported that a ¿very small portion of stent was out of delivery system¿ prior to use in the patient and was not used in the patient. This is being interpreted as the stent being flowered (i.e. Expanded). This condition is normally detectable in a self-expanding stents, as opposed to having a very small portion exposed but not flowered. Therefore, this should not have been MDR reportable. No additional information was provided.

Manufacturer narrative:
Nab5 - describe event or problem updated.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during unpackaging inadvertent mishandling resulted in the reported tip kink; thus resulting in the reported premature activation (a very small portion of stent was out of delivery system). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation, the 5.5x60 supera self-expanding stent system (sess) was removed from the packaging when it was noted that the tip of the device was kinked, and a very small portion of stent was out of delivery system. A new, same size supera sess was used successfully for the procedure. There was no patient involvement and no clinically significant delays in the procedure. No additional information was provided.